Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient passed out at home. The patient was brought to the clinic, and a device check found that the lead was not capturing or sensing. An x-ray revealed that the lead had dislodged. The lead was to be revised that day. The lead is still in use. No patient complications have been reported as a result of this event.